Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, the event occurred during a transanal total mesorectal excision, but the device was not used on the patient. The patient is well.

Event description:
According to the reporter: the handle was not able to recognize the reload. The stapler was not able to fire. The device sterilization method is autoclave and the type of cleaning is auto washer.